Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va2m57d); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that the patient had a needle-like wire sticking out of their body in about the same location as their ins. Caller stated that the wire didn't come out very far but it was sticking out with some blood on it. Caller also mentioned that the area where the wire was sticking out had continuous itching and burning sensation and that it looked like a loose wire. Caller added that the patient walked very slowly and stumbles but then confirmed that the patient had no recent fall, trauma or accidents in the past several weeks. Redirected the caller to the patient's healthcare provider (hcp) but the caller mentioned that they couldn't get in touch with the patient's hcp and that their appointment wasn't until another 3 or 4 weeks. Agent offered to send physician listings, but caller stated that they will try to contact the patient's hcp again. Agent provided them with technical services phone number in case patient needs to have an emergency surgery. When asked for an event date, caller confirmed with the patient that the patient first noticed the issue a week ago.